Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion, prying/leveraging and/or the device coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/6/2025, an FDA medwatch notification was received via email. A facility representative reported that the tip of an ar-8941-7 long guide wire was missing after use. Imaging with a c-arm revealed that the tip remained in the patient¿s shoulder and was subsequently removed. This issue was identified during a procedure.